Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) pacing impedances measuring 2032 ohms on the right ventricular (rv) lead. Technical services discussed increasing the upper rate limit to 3000 ohms. At this time, the physician will continue to monitor. The device and rv lead remains in service. No adverse patient effects were reported.